Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert for charge circuit timeout and long charge time. The device battery was indicated to be at end of service. The plan was to explant and replace the device. No patient complications have been reported as a result of this event.